Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. It was noted that the cartridge was cracked near the o-ring. Reportedly, the customer's blood glucose (bg) level was 65 mg/dl and it was addressed by the customer eating honey. However, the customer suspected that the low bg level was caused by hormonal changes. The customer was able to load a new cartridge.